Event description:
It was reported the patient had a loss of therapeutic effect. It was noted the patient was in a car accident in (B)(6) 2010 which caused their implantable neurostimulator (ins) to no longer work. It was stated the patient had their device replaced.

Manufacturer narrative:
Product ID: 37742 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID: 377860 lot# v014698, implanted: 2007 (B)(6), product type lead product ID: 3778-60 lot# serial# (B)(4), implanted: 2007 (B)(6), product type lead product ID: 37752 lot# serial# (B)(4), implanted: 2007 (B)(6), product type recharger. (B)(4).